Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, h3, h4, h6 coding and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the plastic sheath at the proximal end was damaged and detached from the metal protector boot. Also , the needle tube was buckled/twisted near the boot. Based on the results of the investigation, the damage observed on the returned device was likely caused by the device being forced through resistance due to manipulating and handling of the device. However, the root cause of the reported failure could not be conclusively specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was provided by the customer: the procedure was a diagnostic flexible bronchoscopy with endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna)/lymph node puncture. The procedure was completed with the same set of equipment after a 10-minute delay.

Manufacturer narrative:
The device was returned to olympus for evaluation, however, the evaluation has not yet begun. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the single use aspiration needle sheath had become detached from the needle itself. It was reported that they had actually planned to puncture a lymph node again, but then ¿let it go¿. The issue occurred during an unspecified procedure. There were no reports of patient harm.